Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece had occlusion issues. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
System the customer reported that the phacoemulsification (phaco) handpiece experienced occlusions. There was no reported patient harm. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The phaco handpiece serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event of occlusion was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. Phaco tip: there was no mini-flared phaco tip was returned for evaluation for the report of becoming occluded with the customer experiencing a wound burn. Therefore, the condition of the product could not be verified. A review of the device history records (DHR) traceable to the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lots for the reported issue. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. The root cause for customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information provide from the customer stating the event occurred during surgery. The surgery was completed. There was no patient harm.